Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additiona.l g3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation ¿ additional.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge and receiver boot tests were performed and failed due to receiver won't turn on. Functional tests were not performed due to receiver won't turn on. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded due to receiver won't turn on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.